Event description:
Home pt reported fluid leaking out of the eco set (from the tubing). Pt was given antibiotics prophylactically. Cultures of the pt's pd fluid were negative. The sample is available for eval.